Event description:
Customer cited low readings when compared to a lab comparison. There was no report of death or serious injury. Medical intervention was not required. The results when plotted on a clarke error grid fall into the "d" zone, which is considered clinically significant.